Manufacturer narrative:
(B)(4). Batch # p9384a. Investigation summary: the device was received in good physical condition, with no apparent damage. The device was tested on the generator and received a ¿close jaws and reactivate¿ error message. The electrical testing of the device also confirmed an open circuit which would lead to a ¿close jaws and reactivate¿ error message. The ¿replace instrument¿ alert screen was displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. The investigation of the device did not confirm the ¿reposition jaws and reactivate¿ error reported. The device was investigated and the cause was found to be the distal contact was splayed and not in full contact with the shaft. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon was trailing enseal x1 for the second time. The first device started up as per normal. Once placing the jaws on tissue the generator showed that it was activating for a few seconds before it showed error message 'reposition the jaws and reactivate', it looked like the jaws did not heat up at all as we could see no changes to tissue condition and no steam . We repositioned the jaws and reactivate and the same error message occurred after a few seconds (again no changes to tissue condition). Generator was turned off and restarted, jaws re positioned and same issue occurred. We changed generator and same error message showed up. Then replaced the instrument with a new instrument, this instrument worked as per normal for about 10 activation before same error message could be seen. The same trouble shoot as the first device was conducted with no luck. There was visible and medium tissue thickness between the jaws at all times. No patient consequence.

Manufacturer narrative:
(B)(4). Upon further review of risk documents, harm and severity for this device failure mode, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.